Event description:
It was reported that during a hand assisted sigmoid colectomy procedure, while loosening the dextrus to remove his hand the seal cap tore. No pieces fell into the patient. Another device was used to complete the procedure. There was no adverse consequence to the patient. The device was discarded.

Manufacturer narrative:
Information is unavailable; device was not returned for evaluation. The batch record was reviewed and no anomalies were noted during the manufacturing process.